Manufacturer narrative:
(B)(4). Review of device manufacturing history confirmed device met pre-release specifications. The device remains implanted; therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2016, a gore® acuseal vascular graft was implanted in the patient's left upper arm in arteriovenous application. The vascular graft was cannulated for dialysis treatments. During another dialysis treatment on or about (B)(6) 2016, the technician was unable to get any bleed back during cannulation. The vascular graft had thrombosed and a thrombectomy was performed. On (B)(6) 2017, attempts were made to percutaneously declot the vascular graft again. However, some difficulty was experienced in passing through the distal anastomosis. During the revision procedure, the surgeon found the inner graft layer had pulled away from the outer lining. The surgeon stated the graft was like a dissection with a large amount of clotted blood within the wall of the graft. This was secondary to physician's attempts to declot. A device (unknown manufacturer) was used to reline the vascular graft. The patient is reported to be doing fine after procedure. As reported, the surgeon stated the graft wall may have been separated by needling and ballooning during the thrombectomy procedures that were performed prior to the revision done on (B)(6) 2017.

Manufacturer narrative:
Event date was corrected.